Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital, (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.